Event description:
Customer reported the ap to lateral lock is broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ap to lateral position shaft and bolts. System operates as intended.